Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer experienced at least three instances of this malfunction and, although the pump could be reset, technical support decided to replace it and instructed the customer to return the pump with a pre-paid label. The customer will continue using the current pump until the replacement arrives.